Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell directly on the implant approximately 3 weeks ago. As a result she suffered a laceration over the device and had to have stitches. No swelling was noted.

Manufacturer narrative:
The device investigation revealed mechanical damage to the coil's wires that is typical for severe external impact to the coil. The problems described in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
The patient fell directly on the implant site. As a result she suffered a laceration over the device and had to have stitches. No swelling was noted. The patient was re-implanted on (B)(6) 2017, with another manufacturer's device.

Manufacturer narrative:
Conclusion: based on the received information, it seems likely that the implant electronics has been damaged due the reported accident. However to determine an exact root cause of failure, a device investigation of the explanted device would be necessary. Despite several requests, no information has been currently received regarding a date for possible explantation surgery. This is a final report.

Event description:
The patient fell directly on the implant. As a result she suffered a laceration over the device and had to have stitches. No swelling was noted. Despite requested, no information has been provided as to how the clinic plans to proceed.